Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient called to report a sensor failure and mentioned that he was currently in the hospital due to extreme hyperglycemia with nausea, dizziness and increased thirst. He stated that his sensors has been failing frequently, and on (B)(6) 2025, he ran out of sensors while waiting for replacements. Without a working sensor, he was unable to monitor his glucose levels, which caused his sugar to rise dangerously high and led to an emergency room visit on the (B)(6) 2025 (same day). The patient was admitted to the hospital and stayed for one full day in a pcu just below the intensive care level. According to the hospital, his potassium and magnesium levels had dropped to critical levels, and he was also dehydrated due to the hyperglycemia. During his stay, he received his regular medications along with additional medicine for pain and nausea. However, he couldn¿t recall the exact names or dosages of the medications, likely due to his condition at the time. The hospital stay lasted exactly 24 hours. At the time of the report, the patient was feeling much better. His bg levels were stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.